Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be "valve damage, poor molding." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations."

Event description:
It was reported that the balloon was difficult to remove. Reportedly, the balloon would not deflate when it was being removed. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon was difficult to remove. Reportedly, the balloon would not deflate when it was being removed. No medical intervention was reported.